Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that flows up to 12.0 l/min and power up to 13.0 watts with decreased pi were observed on (B)(6) 2017. Patient complained of increased fatigue, both lower extremities (ble) edema 2+ and more shortness of breath on exertion. Technical service reviewed the log file submitted which contained three unsustained high power events on (B)(6) 2017 between 7:45 and 7:47, after which the pump returned and remained at baseline. There were no other unusual events noted. On (B)(6) 2017, it was reported pump speed decreased to 8800 rpm. The patient was given fluid. Low flow alarms continued and milrinone was started. Echocardiogram revealed no significant right ventricle (rv) failure. Pump speed was raised to 9400 rpm. CT angiography revealed severe stenosis of outflow cannula-aortic anastamosis. A swan was placed. There were no complications and flow was improved. Speed at discharge was changed to 9200 rpm. Patient remains at home doing well. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log file that was provided by the account confirmed an elevation in power and flow however, a specific cause for these findings could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.